Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the event could be identified however, it was found that the rx module collided with the socket. As a result, it was concluded that the probable cause of the event was due to the unit failing to recognize the camera head. Olympus will continue to monitor complaints for this device.

Event description:
A user facility reported to olympus that the visera 4k uhd camera control unit does not recognize the camera head when plugged in. The device has a pause during the optical connection to the camera. During a standard service inspection of the customer returned device, socket failing to recognize the camera head was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the socket was no longer recognizing the camera heads. In addition, the rx module impacted the socket. The two defective components led to the camera head failing to be recognized and processed. Both parts have require replacement to be able to restore an image. Lastly, heavy base plate and pc board assy corrosion were noted. It was surmised that the wear and tear damage was due to increasing usage and customer mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.